Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient underwent skin revision on (B)(6) 2023 in order to debulk the overgrown tissue.